Event description:
Caller states that the patient tested 326 mg/dl on the device, while a lab test performed at the same time read 75 mg/dl. No treatment information provided. No valid quality controls were used. Requested return of suspect device and replacement was sent.